Event description:
It was reported, the patient presented in clinic for follow up. With a respiratory infection, that had been occurring, for approximately 6 weeks. Interrogation of the implantable cardioverter defibrillator (ICD) revealed, non-sustained right ventricular oversensing (nsrvo) alerts, due to myopotential oversensing. Which, triggered pacing inhibition. Non-sustained right ventricular oversensing (nsrvo) episodes were recreated with deep breathing. Programming changes were implemented for the oversensing. No intervention was reported to address the infection. The patient was in stable condition.